Manufacturer narrative:
At this time no conclusions can be made to what extent the bard/davol 3dmax device may have caused or contributed to the reported event. The attorney alleges the patient underwent an additional surgery to remove the device. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Based on the limited information provided at this time, no conclusions can be made. Should additional information be provided a supplemental emdr will be submitted.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2012: the patient underwent bilateral inguinal hernia repair. A bard/davol 3dmax was implanted in the patient during this repair. On (B)(6) 2017- patient underwent removal of the failed bard/davol 3dmax. The physician noted that the patient had "developed mesh related complications." The bard/davol 3dmax implanted in the patient failed to reasonably perform as intended. The mesh caused serious injury and had to be surgically removed via invasive surgery, and necessitated additional invasive surgery to repair the hernia that the mesh was initially implanted to treat. The patient has been injured, sustained severe and permanent pain, suffering, anxiety, depression, disability, and impairment.